Manufacturer narrative:
Additional information: per the author, there were no specific da vinci device malfunctions and the complications mentioned in the article were not caused or contributed by any of the da vinci devices. The patient was recovering with no complication.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. The procedure dates and specific da vinci system identifiers were not provided. Citation: ogawa, r., et al. (2025). Risk factors for postoperative liver dysfunction in robot-assisted gastrectomy for gastric cancer. European journal of surgical oncology, 51(6), 109668. Https://doi.org/10.1016/j.ejso.2025.109668.

Event description:
A review of a literature article titled, ¿risk factors for postoperative liver dysfunction in robot-assisted gastrectomy for gastric cancer,¿ was performed. In this article, 161 patients who underwent robot-assisted gastrectomy with lymph node dissection procedures for gastric cancer between august 2019 and april 2024 were examined. There were 53 females and 107 males included in the study. The median age range was 70 (29-88) and the preoperative bmi mean ± sd (kg/m2) was 23.1 ± 3.54. All the robot-assisted surgeries were performed wit the da vinci xi surgical system. The study demonstrated that liver elevation is a risk factor for liver dysfunction. The article noted 1 patient who experienced a left hepatic artery injury. Details regarding the injury were not provided. This case was excluded from the study. The authors concluded that cutting of the accessory left hepatic artery, the hepatic elevation method, high bmi, and significant blood loss were significant independent risk factors for postoperative hepatic dysfunction in robot-assisted gastrectomy procedures and that surgeons must pay attention to the type of accessory left hepatic artery (alha) and small elevation of the liver in robot-assisted gastrectomy, especially with patients with high bmi and/or when blood loss is predicted. There were no specific da vinci device malfunctions reported, nor the author alleged that intuitive surgical inc. (Isi) products caused or contributed to any adverse event. Isi has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.